Event description:
Per the clinic, the patient suffered from a long psychological history, including hallucinations. In addition to progressive blindness, these contributed to the patient being a very poor user & lately refusing to wear sound processor as she believed that it is the reason causing her hallucinations & wanted it to be explanted the device was electively explanted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on december 3, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2021.